Manufacturer narrative:
Complaint investigation completed as part of this report.

Event description:
Event description: ecn event description: dr. Isolated the carotid artery and used our micropuncture kit to obtain access. He took an angiogram which did not depict any abnormalities, then used our 0.035' j wire to place the 8f arterial sheath into the artery using the stop short method. Flow reversal was connected and the carotid artery was clamped. Dr. Took another angiogram to obtain our working image for pre-dilation and stent placement this showed no abnormalities. He then advanced the 0.014' guidewire into the ica and confirmed location by guiding it into the petrous ridge portion of the skull base. Dr. Used a viatrac balloon for pre-dilation, placed an enroute stent, and post-dilated with another viatrac balloon. After the 2min washout period another angiogram was obtained. There was a potential dissection noted just beyond the distal portion of the stent in the ica. Dr. Took another angiogram in a different angle to confirm and decided to place a second stent distal to the first stent in order to cover the potential dissection. A second stent was placed; two minute washout period was observed and another angiogram done. Dr. Was satisfied with the second stent placement and completed the case. The patient woke up post-surgery neurologically intact with no complaints. Patient present at time of event? Yes, patient complications: dissection in the physician's opinion, did the device or procedure cause or contribute to the patient complication? No medical or surgical interventions: additional stent deployed to cover dissection patient admitted to hospital beyond the standard of care: no patient outcome: fully recovered. Event date: 2025-11-3. As reported device codes: 2099: no known device problem. As reported patient codes: 9071: dissection.

Manufacturer narrative:
Investigation underway as part of this complaint.

Event description:
Event description: ecn event description: dr. Isolated the carotid artery and used our micropuncture kit to obtain access. He took an angiogram which did not depict any abnormalities, then used our 0.035' j wire to place the 8f arterial sheath into the artery using the stop short method. Flow reversal was connected and the carotid artery was clamped. Dr. Took another angiogram to obtain our working image for pre-dilation and stent placement this showed no abnormalities. He then advanced the 0.014' guidewire into the ica and confirmed location by guiding it into the petrous ridge portion of the skull base. Dr. Used a viatrac balloon for pre-dilation, placed an enroute stent, and post-dilated with another viatrac balloon. After the 2min washout period another angiogram was obtained. There was a potential dissection noted just beyond the distal portion of the stent in the ica. Dr. Took another angiogram in a different angle to confirm and decided to place a second stent distal to the first stent in order to cover the potential dissection. A second stent was placed, two minute washout period was observed and another angiogram done. Dr. Was satisfied with the second stent placement and completed the case. The patient woke up post-surgery neurologically intact with no complaints. Patient present at time of event? Yes. Patient complications: dissection in the physician's opinion, did the device or procedure cause or contribute to the patient complication? No. Medical or surgical interventions: additional stent deployed to cover dissection patient admitted to hospital beyond the standard of care: no patient outcome: fully recovered. Event date: 2025-11-3. As reported device codes: 2099: no known device problem. As reported patient codes: 9071: dissection.